Manufacturer narrative:
Per RMA, a replacement emitter was sent to site. Upon eval of returned emitter, connected the emitter and it displayed green status on both instruments and they both tracked through the entire volume. No fault found. Site had positioned emitter to far away from pt tracker. Ment rep has instructed site on proper emitter placement. No impact on pt outcome reported.

Event description:
Site reported that they were unable to navigate because they had red crosshairs. They opened the emitter tracking details and the emitter and axiem status were both good. The instruments tracker for the suction is green. The pt tracker is red and indicates a poor signal. They checked for any metal in the field that may cause interference and adjusted the emitter. They ensured the emitter was not placed too close to the pt tracker. They went back in the software and into navigate again without resolution. The surgeon decided to proceed without navigation. No impact on pt outcome was reported.